Event description:
It was reported that the connector where the radio frequency (rf) head connected into the programmer was "suspect." The rf heads worked only intermittently even after being changed out. It was requested that the rest of the programmer be evaluated as well. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Able to interrogate a device with no fault found. System fan is noisy. Printer drawer is out of specification. Loop back test is out of specification; microphone is out of specification.